Manufacturer narrative:
Lawyer-filed report (B)(6). It was reported that patient underwent excision of anterior & posterior mesh with cystoscopy on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4) - mesh exposure. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent excision of the mesh due to mesh exposure. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2011. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures, including extraction of the exposed mesh on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 04/21/2016. It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that following insertion the patient experienced extrusion, protrusion, infection, urinary problems, neuromuscular problems, recurrence, bleeding, and vaginal scarring. It was also reported that the patient died on (B)(6) 2015. No additional information has been provided. (B)(4).

Manufacturer narrative:
Date sent to FDA: 05/18/2016.